Manufacturer narrative:
H3 ¿ analysis found ¿micro usb charge port is loose, bent,¿ ¿failed battery charging bench test,¿ and ¿failed final functional test.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they had to press on the communicator charging cord to get the communicator to charge. The patient stated the charging port did not appear loose, but only one cord fit well, and the rest didn't fit good, despite them being similar cords. The patient stated this had been going on awhile. The patient also stated that they had to put the handset on top of the communicator and put it in the right position in order for the communicator to take a charge. A replacement communicator was requested from the repair department because the patient was having charging port issues.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: (B)(6) 2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.